Event description:
It was reported that device's dso does not work and has a damaged seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. E1: address (B)(6). One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing found the dso sensor did not operate as intended, and the dso seal was damaged. The dso seal was replaced.